Event description:
It was reported that the programmer had calibration and stylus issues. It was noted that it may be display-screen related. It was further reported that the programmer had a slow start, about 30 seconds longer than normal. The programmer was returned for service. There was no patient impact reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The calibration and stylus issues were due to the overlay assembly being out of specification. It was also noted that the left keyboard hinge was broken, and the hard drive was reconfigured and software was reloaded due to a long boot time. (B)(4).